Event description:
The patient was undergoing a coil embolization procedure for a cerebral aneurysm using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. During the procedure, the physician successfully deployed and detached six pc400 coils through the slim microcatheter. The physician attempted to deploy a seventh pc400 coil, however, it was too large for the aneurysm sac and it was retracted. Upon retraction, the pc400 coil was became stuck in the slim microcatheter. The physician removed the slim microcatheter with the pc400 coil inside and the procedure continued using a new pc400 coil and a new microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion code (B)(4): the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00466.

Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 16.0, 22.0, and 35.0 cm from the proximal end; the coil was intact with the pusher assembly. The complaint has been evaluated. The complaint indicated that the patient was undergoing a coil embolization procedure for a cerebral aneurysm using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. During the procedure, the physician successfully deployed and detached six pc400 coils through the slim microcatheter. The physician attempted to deploy a seventh pc400 coil, however, it was too large for the aneurysm sac and it was retracted. Upon retraction, the pc400 coil was became stuck in the slim microcatheter. The physician removed the slim microcatheter with the pc400 coil inside and the procedure was continued using a new pc400 coil and a new microcatheter. There was no report of an adverse impact on the patient. Evaluation of the returned devices revealed that the pusher assembly was kinked with the coil attached and no damage to the px slim. This type of damage typically occurs due to improper handling during use. If the pusher is manipulated at an angle while force is being applied, it is likely that damage will occur. The complaint also mentioned that the pc400 coil became stuck inside the px slim. This could have occurred if the rotating hemostasis valve (rhv) was tightened onto the pc400 coil prior to removal. The rhv was untightened by the penumbra investigator, and the pc400 coil was removed from the px slim without an issue. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.